Event description:
The customer reported a falsely elevated alinity c calcium2 result for one sample. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 4.021 mmol/l, repeats = 2.82 mmol/l and 2.585 mmol/l the discrepant result was not reported out of the laboratory. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided.